Event description:
Patient status post left proximal humerus implanted on (B)(6) 2011 was discharged on (B)(6) 2011 and fell again. The distal screws pulled out and patient had new fracture extending to shaft. Patient was returned to operating room and reduced and plated again. Approximately 10 days to two weeks after implantation x-rays showed the plate and screws are not holding the reduction correctly due to the patient's bone quality. Patient was returned to operating room on (B)(6) 2011 and surgeon removed the hardware, revising the patient to a im nail. Surgeon noted patient was non-compliant and has severe osteoporotic bone. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.